Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Isi was unable to conduct system or instrument log review due to lack of site and system detail. No image or video clip for the reported event was submitted for review. A complaint history review was performed to attempt to locate a complaint of the event reported directly to isi, but no record was identified. There is no indication or evidence of a system issue that meets the criteria of a reportable malfunction. Additionally, there is insufficient evidence of an injury according to the regulatory report event description. However, the regulatory report was labeled with event type as "injury¿ and additional information cannot be obtained due to lack of site, system, and instrument information. At this time, the reason for procedure conversion, the injury severity, additional event details, and medical intervention for the unspecified injury, if any, remain unknown and the root cause of the customer reported issue is also unknown. No site, system, or contact information were provided to enable isi to follow-up with the customer to obtain details of the event.

Event description:
Intuitive surgical, inc. (Isi) became aware of an event that was reported directly to the FDA per report (B)(4). The following was the reported event: "patient underwent robotic thoracoscopy with lobectomy on (B)(6) 2021. During the procedure while attempting to fire stapler, the stapler stopped for unclear reasons. Provider proceeded with a standard open thoracotomy." The event type was noted as "injury¿ but no information was included. No further details related to the event were provided in the report. Follow-up to request additional information related to the event could not be conducted due to the lack of site, contact, system, and instrument information.